Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the stylus calibration of the programmer was disturbed. The software was updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus calibration of the programmer was disturbed. There was no patient involvement.